Event description:
It was reported that this lead was an attempted implant. During the procedure the lead was not capturing. The lead was exchanged, and the procedure was successfully complete without adverse effects. The lead is expected to be returned.